Manufacturer narrative:
Conclusion summary: evaluation confirmed that no image and no light output due to pcb connection failure. No trend has been identified. Risk evaluation determined that no change in the probability of harm, the overall risk remains unchanged and overall risk remains unchanged, therefore no further corrective actions. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported, the light source went off on the scope and screen went blank, no image, icons were on the screen, light blue screen. This occurred during a case. The speech-language pathologist was unable to complete the procedure. The procedure was performed one day later.